Event description:
Procedure type: laparoscopy. Patient gender: unknown. According to the reporter: the only information that was given is that the product was defective. However, the product was received with a broken needle by manufacturer's quality assurance.

Manufacturer narrative:
(B) (4). (B) (4).